Event description:
The customer contacted beckman coulter, inc (bci), regarding erroneously high accutni (troponin) results generated on the unicel dxi 800 access immunoassay system for four patients. The customer laboratory has a repeat result policy and patients samples were repeated on a different instrument and the results were within range specification. The initial erroneously high accutni results were not reported outside the laboratory. There are no reports of any adverse patient consequences or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient events.

Manufacturer narrative:
Field service engineer (fse) was on site (B)(4) 2008 to investigate the event. Fse ran high sensitivity (hs) system check and obtained failures on the foam portion. The fse checked aspiration and replaced peri-pump tubing. The fse found build up on the peri-pump manifold which was cleaned. Fse checked aspirate probe #1 wash manifold and replaced the duckbill valve. The fse also, checked pick and place collets/pistons and found wash pick and place piston with significant build-up. The build up was cleaned and the hs system check was repeated and it passed. A 200 replicates verification run of accutni blanks was performed by the fse which all resulted at 0.0 ng/ml or no value. Also, the fse verified the repairs per established procedures, and results met published performance specifications. Although the root cause of the event is unknown, sample handling may be a possible contributing cause to this event. This is a single event involving multiple patient samples. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.